Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an atrial lead exhibited unusually high impedance and threshold. There were many ams stored electrogram an all of them were due to atrial noise. Device was reprogrammed and will remain in the field.